Event description:
Additional information was received from the patient: they had a doctor's appointment on (B)(6) 2021. The cause of the device not responding message when attempting to communicate with the implant was not determined. No further action was taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported their device was not responding when trying to communicate with implant. The patient stated they¿d tried re-positioning the communicator and has fully charged both communicator and the handset. The patient stated they charged the communicator last thursday or friday until the solid light came on. Patient services walked the patient through attempting to communicate with the implant. The patient reported seeing ¿device is not responding¿ again, and patient services verified with the patient on the call that the communicator was showing it was charging properly when plugged into the wall. Patient services had the patient try restarting the handset and communicator but the patient reported seeing the same message, even after moving the communicator down from their original implant site. The patient reported their implant was on the left side but it was noted by patient services that device registration was showing it was on the right. The patient stated they could feel the implant but maybe not quite as much as before due to possible weight gain. The issue was not resolved through troubleshooting and the caller was redirected to call patient services again one they were with their family member who could assist them in troubleshooting. Additional information was received from the patient¿s family member on (B)(6) 2021. They reported that they kept getting a message that the device was not responding. The patient was near a computer that was powered on so the patient powered off the computer and was still getting the device not responding message. The caller stated they could feel the ins through the skin and was putting the communicator on the skin. An email was sent to repair stating it was not communicating with the ins and a replacement communicator was sent to the patient. It was reviewed with the caller if the replacement communicator did not resolve the issue, the patient should follow up with their health care professional (hcp) to have the ins checked. Additional information was received from the patient on (B)(6) 2021. They reported that they received the replacement communicator and it was not connecting with the ins. It was recommended that the patient follow up with the hcp to have their ins checked.